Event description:
Reportedly, there have been "two kids who extubated". The tube slips in the holder. Mallinckodt tubes are being used. The observation was made that "visually the product is different, the top is now shiny and the part that holds the tube is thinner". In both events, the locks were fastened. Oral secretions in both events were average. The premature(1 was 6 weeks old, the other weighed 1100 grams) were inactive. The extubations occurred when a nurse "turned the circuit". The infants were re-intubated without incident. The product involved in the events was not saved.

Event description:
Reportedly, there have been "two kids who extubated". The tube slips in the holder. Mallinckrodt tubes are being used. The observation was made that "visually the product is different, the top is now shiny and the part that holds the tube is thinner". In both events, the locks fastened. Oral secretions in both events were average. The premature infants(1 was 6 weeks old, the other weighed 1100 grams) were inactive. The extubations occurred when a nurse "turned the circuit". The infants were re-intubated without incident. The product involved in the incident was not saved.